Event description:
The nurse of a male pt contacted lifecor customer support to report that neither battery pack will start the monitor. She stated that when she places the battery packs into the battery charger both display the red "battery pack fault" led. A pt services rep (psr) visited the pt. There were multiple "battery runtime expired" fault flags on both battery packs. Support had the psr replace the battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger - 03/2008. Battery pack - 03/2008. Battery pack - 12/2007. Device eval summary: device evaluations of battery charger, and both battery packs have been completed. The reported problem was confirmed. The cause of the battery charger led illumination was a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified, but was likely due to a contaminate which seeped into the connector and shorted this component. The defective u13 caused q1 and u14 to be defective. The faulty charger was repaired. It was then retested adn restocked. Both battery packs had defective cells. The battery packs were not properly charging because of the defective battery charger. This accounted for the multiple "battery runtime expired" fault flags in the download. The battery packs were repaired, retested and restocked. No adverse event resulted from the damaged charger or battery packs. The pt received a replacement battery charger and battery packs.